Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to have dental work done due to the aligners causing damage. They had to have two bridges replaced and a crown in the past few months. They have contacted the byte clinical team multiple times with no response. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.